Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the implantable cardioverter defibrillator (ICD) showed device had appropriately delivered two shocks to terminate arrhythmias, however they were unsuccessful. Additionally, antitachycardia pacing was delivered for a separate episode of ventricular tachycardia but accelerated the arrythmia into ventricular fibrillation zone, which was then terminated by shock. Programming changes were made. The patient was stable.